Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a bakri tamponade balloon catheter leaked. The operator injected the device with 230ml of saline. Nine hours after device placement hemostasis has achieved. The operator tried to extract the saline, but failed. Under ultrasound b, it was discovered that the balloon was already empty. Extra force was required to remove the device. No adverse events have been reported as a result of the alleged malfunction.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a cook bakri postpartum balloon. As reported, the balloon was placed and inflated with 230ml. Hemostasis was successfully achieved with the compliant product. Nine hours after placement, the operator attempted to extract saline, but was unable to do so. The balloon was examined under ultrasound and found to be empty already. The balloon was removed by being pulled out with extra force. No adverse effect was reported. Investigation - evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One bakri tamponade balloon catheter was returned for investigation. A function test was performed on the returned complaint device. A pinhole leak was confirmed in the balloon material. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.